Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2017, product type catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid with and unknown dose and concentration and marcaine (bupivacaine) with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported the patient stated they ran into some difficulties as far as functioning properly. The patient stated it started "about three months ago" and it was when the healthcare professional (hcp) emptied and refilled the pump. It was noted the patient had "6-7 very bad days." The patient stated the purpose of the call was to find someone close to them. It was noted that the patient left the hcps office after they refilled it and the patient "felt like there was no medication coming through it." It was stated that on top of that the personal therapy manager (ptm) did not work for 3 to 4 days then it finally did. It was noted that the patient saw an error code and when they looked it up, it was associated with the refill. It was reviewed to follow up with hcp to discuss concerns and concerns. Event date was noted as 2017("about 3 months ago). No further complications were reported/anticipated.